Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff did not inflate. There was patient involvement, no injury was reported.

Manufacturer narrative:
Product received date: 9/24/2025. One device was returned for analysis. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. No signal of confirmed complaints in relation with this issue was identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.